Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was accidently pulled out of position by the user after the pump was repositioned during implantation.

Event description:
The complainant had an impella cp pump placed to support a patient with congestive heart failure. The pump was accidentally pulled out of the ventricle. The pump was exchanged for a new impella cp to continue patient support. No patient harm was reported.